Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of the activl spinal implant system. According to the complaint description, implantation of an unknown activl device (three components) had been performed. A removal procedure was planned for an unspecified reason. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: 9610612-2025-00023 (aesculap ag reference no. (B)(4)); 9610612-2025-00025 (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5 - description updated, h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: the lot number was not provided nor could be identified. Also after meaningful attempts, no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There are no hints regarding a material, manufacturing, or design-related failure./ problem. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the surgery was not performed on the planned date. Further information was not provided. Associated medwatch reports: 9610612-2025-00023 (aesculap ag reference no. (B)(4)), 9610612-2025-00024 (aesculap ag reference no. (B)(4)), 9610612-2025-00025 (aesculap ag reference no. (B)(4)).